Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. However, the log shows cfb error. Vyaire field service representative (fse) went onsite and replaced the mainboard. Performed tests and unit is operating properly. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000e us presenting bluescreen, unit will not turn off or start up. The issue happened during unit start up. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The exact root cause is not determinable. Most likely the issue is caused by a hardware issue on the epc. Vyaire technical support advised to replace mainboard. Unit is now operating properly with new mainboard installed.